Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) and right ventricular (rv) leads were difficult to remove from the pacemaker (pm). Blood was adhered to the connection part between the main device body and the lead. The device and ra lead sustained damage during the removal process. The physician explanted and replaced the pm. Additionally, the ra lead was capped during this procedure on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of had to break the header apart in order to remove the stuck lead was confirmed. Analysis revealed the cause of the problem cannot be determined due to the a-connector portion of the header being destroyed to remove the lead in the hospital.